Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was advanced down the scope to clip a polypectomy bleed. The clip was then able to grasp and lock onto tissue, and snap/crackle was felt on the deployment stage. However, there was no pop stage and the clip did not release from the catheter to deploy. Multiples times were made to open and close the handle, but still the clip did not release. Additionally, the physician pulled the catheter and the clip released, but was not successfully deployed onto tissue. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.